Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: endocardial left ventricular pacing across the interventricular septum for cardiac resynchronization therapy: clinical results of a pilot study. Heart rhythm. 2018 jul;15(7):1017-1022. Doi: 10.1016/j.hrthm.2018.02.032. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. The article reports two patients developed significant postoperative wound hematomas, requiring early reoperation to control bleeding. Additionally it was reported one patient suffered a lacunar ischemic stroke six months post implant. The status of the leads is unknown. No further patient complications have been reported as a result of this event.